Manufacturer narrative:
D10: 02-012-41-6050 - logic tibia traptray cem sz 6f/5t: (B)(6) three peg patella. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that approximately 89 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, discomfort and weakness. No further issues or complications were reported. Additionally reported, "reason for revision: femoral knee debonding/loosening and acute pain of left knee." This is 1 of 2 reports for this event.